Event description:
It was reported that the patient presented in-clinic for a routine check-up. Upon review of remote transmission, it was noted that the pacemaker and the right-ventricular (rv) lead both exhibited oversensing of noise. No resolution was performed. The patient condition was stable.